Event description:
During product evaluation by a baxter service technician, an I-pump was observed with a delaminated keypad on the front case. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a delaminated keypad. No further testing has been completed at this time and no repairs have been performed as the referenced device was returned unrepaired, as the customer refused the service estimate. If any additional information is received, a follow-up MDR will be sent.